Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose was 41 mg/dl. Customer received assistance and was provided with glucose tablets to address bg. The pump data was reviewed and the pump was found to be working as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.